Event description:
It was reported that death occurred.A left atrial appendage (LAA) closure procedure was being performed, and a WATCHMAN Closure Device and Delivery System (WDS) was selected to be used on (b)(6)2021. During the procedure after transeptal puncture neither a 27mm closure device nor a Watchman 31mm closure device could be stably positioned. During the switch to a 24mm closure device, an air embolism occurred due to deep snoring while the patient was under propofol sedation. The patient was intubated and transferred to the intensive care unit in a hemodynamically stable state. Subsequently a massive cerebral edema developed with possible bilateral ischemia in the occipital region it was noted on a compute tomography (CT) scan that was performed on (b)(6)2021. On (b)(6)2021, the patient was transferred to (b)(6)Hospital, where was initially cared for in the interdisciplinary intensive care unit. A follow-up CT scan showed no signs of increased intracranial pressure, and status epilepticus was ruled out by electrocardiogram (EEG). After a reduction in sedation, the patient opened the eyes and consistently followed instructions. The patient had left-sided hemiparesis, and the CT scan from (b)(6)2021, already showed multifocal infarcts along the border zone of the middle cerebral artery (MCA) and proximal cerebral artery (PCA) bilaterally. It was discussed with the family that the patient would be extubated but not reintubated. Extubation took place on (b)(6)2021, and the patient was subsequently hemodynamically and respiratory stable and was transferred to the stroke unit that same day. The patient clinical condition did not improve; left-sided hemiparesis and dysarthria persisted. The patient passed away on (b)(6)021.

Manufacturer narrative:
D1: BRAND NAME IS BLANK BECAUSE THE DEVICE IS KNOWN TO BE A WATCHMAN LAA CLOSURE DEVICE, BUT THE EXACT BRAND NAME IS UNKNOWN. IF ADDITIONAL DETAILS BECOME AVAILABLE A SUPPLEMENTAL REPORT WILL BE SUBMITTED. D4: DETAILED PRODUCT INFORMATION WAS NOT PROVIDED TO BSC. BECAUSE THE PRODUCT IS UNKNOWN AT THIS TIME, WE ARE UNABLE TO PROVIDE THE COMPLETE UDI AND OTHER PRODUCT SPECIFIC INFORMATION. IF ADDITIONAL DETAILS BECOME AVAILABLE A SUPPLEMENTAL REPORT WILL BE SUBMITTED.

Event description:
IT WAS REPORTED THAT DEATH OCCURRED. A LEFT ATRIAL APPENDAGE (LAA) CLOSURE PROCEDURE WAS BEING PERFORMED, AND A WATCHMAN CLOSURE DEVICE AND DELIVERY SYSTEM (WDS) WAS SELECTED TO BE USED ON (B)(6) 2021. DURING THE PROCEDURE AFTER TRANSEPTAL PUNCTURE NEITHER A 27MM CLOSURE DEVICE NOR A WATCHMAN 31MM CLOSURE DEVICE COULD BE STABLY POSITIONED. DURING THE SWITCH TO A 24MM CLOSURE DEVICE, AN AIR EMBOLISM OCCURRED DUE TO DEEP SNORING WHILE THE PATIENT WAS UNDER PROPOFOL SEDATION. THE PATIENT WAS INTUBATED AND TRANSFERRED TO THE INTENSIVE CARE UNIT IN A HEMODYNAMICALLY STABLE STATE. SUBSEQUENTLY A MASSIVE CEREBRAL EDEMA DEVELOPED WITH POSSIBLE BILATERAL ISCHEMIA IN THE OCCIPITAL REGION IT WAS NOTED ON A COMPUTE TOMOGRAPHY (CT) SCAN THAT WAS PERFORMED ON (B)(6) 2021, THE PATIENT WAS TRANSFERRED TO THE (B)(6), WHERE WAS INITIALLY CARED FOR IN THE INTERDISCIPLINARY INTENSIVE CARE UNIT. A FOLLOW-UP CT SCAN SHOWED NO SIGNS OF INCREASED INTRACRANIAL PRESSURE, AND STATUS EPILEPTICUS WAS RULED OUT BY ELECTROCARDIOGRAM (EEG). AFTER A REDUCTION IN SEDATION, THE PATIENT OPENED THE EYES AND CONSISTENTLY FOLLOWED INSTRUCTIONS. THE PATIENT HAD LEFT-SIDED HEMIPARESIS, AND THE CT SCAN FROM (B)(6) 2021, ALREADY SHOWED MULTIFOCAL INFARCTS ALONG THE BORDER ZONE OF THE MIDDLE CEREBRAL ARTERY (MCA) AND PROXIMAL CEREBRAL ARTERY (PCA) BILATERALLY. IT WAS DISCUSSED WITH THE FAMILY THAT THE PATIENT WOULD BE EXTUBATED BUT NOT REINTUBATED. EXTUBATION TOOK PLACE ON (B)(6) 2021, AND THE PATIENT WAS SUBSEQUENTLY HEMODYNAMICALLY AND RESPIRATORY STABLE AND WAS TRANSFERRED TO THE STROKE UNIT THAT SAME DAY. THE PATIENT CLINICAL CONDITION DID NOT IMPROVE; LEFT-SIDED HEMIPARESIS AND DYSARTHRIA PERSISTED. THE PATIENT PASSED AWAY ON (B)(6) 2021.

Manufacturer narrative:
D1 Brand Name: Updated with additional information receivedD4 Model Number, Catalog Number, Unique Identifier (UDI): Updated with additional information received.With all the available information, Boston Scientific (BSC) concludes:Device Technical AnalysisThe WATCHMAN FLX Left Atrial Appendage Closure Device with Delivery System was discarded; therefore, returned device analysis could not be completed.Device History Record ReviewThe batch number for the WATCHMAN FLX Left Atrial Appendage Closure Device with Delivery System, Part # M635WS50240 was not provided. A ship history was performed to identify the last three most recently shipped batches to the customer and no batches were identified. Boston Scientific's manufacturing processes include extensive inspections to ensure that all finished devices meet specification, and there is no evidence that this product did not meet specification prior to distribution.Labeling ReviewThere was no evidence to suggest that the device was used in a manner inconsistent with the labeling. WATCHMAN FLX Left Atrial Appendage Closure Device with Delivery System Instructions For Use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include Air Embolism (snoring, weakness, speech disorders), edema, Cerebral Vascular Accident (stroke) and death.Risk ReviewA Risk Review was completed and confirmed that the events of Air Embolism (snoring, weakness, speech disorders), edema, Cerebral Vascular Accident (stroke) and death were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product.Investigation ConclusionBased on a thorough review of the reported complaint, Boston Scientific has assigned an investigation conclusion code of Adverse Event Related to Procedure.